Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received that a smiths medical endotracheal tube was noted to have a cuff leak after eleven days of use.

Manufacturer narrative:
One portex endotracheal tube was returned for analysis in used condition. No discrepancies were found upon visual examination. Functional testing was then performed by inflating the cuff; leakage was observed coming from the seal of the cuff. Relevant documents were reviewed and adequate. An audit of the line clearance records, training records reviewed, and procedures were reviewed; no discrepancies found. A review of 32 units was performed noting no discrepancies. Based on the evidence the complaint was confirmed with the root cause being manufacturing (production personnel did not follow the inspection instructions or the instructions are not clear in the welder process.